Event description:
A volume discrepancy was reported to have occurred several years ago. It was stated that "they entered the amount wrong when they first filled the pump. And they continued to do it incorrectly." It was noted that 20 ml of medication was put in the pump, but 40 ml was programmed. A "huge discrepancy" was noted, and the pump was reported to have kept "cycling." The medication used within the pump and the patient outcome was unknown. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).